Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the meter was damaged. Blood glucose level at the time of the incident was 42 mg/dl. Caller did not report any damage to the insulin pump. The insulin pump was not replaced or returned for analysis.